Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over thirteen (13) years since the subject device was manufactured. Based on the results of the investigation, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly by leakage due to pinhole at distal sheath. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use. Instructions for use states the detection method in racheal intubation fiberscope olympus lf-tp olympus lf-dp/olympus lf-gp operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in lf reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the tracheal intubation fiberscope had exhibited a foreign material inside the distal end. There were no reports of patient involvement.